Manufacturer narrative:
Additional narrative: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision posterior thoracolumbar fusion. Unknown original surgery date 30+ years. Revision conducted to address pain of rib impacting ilium from scoliosis deformity. During surgery on (B)(6) 2017, x25 drivers had burred and are subsequently unserviceable. Opened second set that was fortuitously present at the hospital. No delay in surgery. No ae to patient. Patient outcome post surgery - nil adverse outcomes reported. .